Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that their symptoms were the same as they were, they need to go every 15 minutes . Offered and assisted pt to use their equipment to make a therapy adjustment and pt was successful to try 5 programs and each time, they felt a buzz where their ins was located. Pt found a program that also provided stim towards their pelvic floor and wanted to try it there. Recommended pt contact their doctor to inform them of the stim where their ins was located.